Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had their device explanted due to experiencing multiple infections. It was noted that the patient first presented with an infection and dehiscence wound on (B)(6) 2021 and the patient underwent debridement and intravenous antibiotic therapy were performed. Then on (B)(6) 2021 another surgery was performed due to the infection and then on (B)(6) 2022 the patient presented with another infection and then the device was explanted. Images of the infection were provided which showed the generator coming through the skin. Device history record was reviewed for the suspect generator. The device was confirmed to be sterilized prior to distribution, and no unresolved nonconformance's were found prior to distribution. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.

Event description:
Additional information received noting that a few days after the vns surgery the patient had a reaction similar to an implant rejection and was given medication. The medication helped the patient however, the patient repeatedly picked at the wound site causing it to worsen.